Event description:
MFR received a report from a consumer that the shower chair allegedly unfolded and the user fell. The user sustained a broken leg as the result of the incident. The spouse of the user assembled the product and the dealer believes unit was not properly opened and secure prior to use.